Manufacturer narrative:
(B)(4).

Event description:
It was reported patient had inadequate stimulation to area of her pain. It was noted lead migration/dislodgement. The patient's pain worsened. On (B)(6) 2007, an x-ray was performed that indicated lead migrated away from the spine. On (B)(6) 2007, the device was interrogated and indicated high impedances. Intervention consisted of medication adjustment vicodin 5/500 by mouth 1 three times a day. On (B)(6) 2007, migrated lead was explanted and replaced. The outcome was resolved without sequelae. Additional information will be provided when it becomes available.